Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the right trochanteric fracture with the blade. During the blade insertion, the blade was not properly connected to the connecting screw of the impactor. When the impactor was inserted to the appropriate position where it would hit the device, the blade had advanced beyond the guide wire for measurement and the bone head had ruptured by about one (1) to two (2) mm. In the image after insertion, there was a gap of about a little less than ten (10) mm between the blade and the impactor's connecting part, and when the doctor manually rotated the connecting screw, the connecting screw still rotated. Therefore, it was considered that the blade was loosely connected and inserted deeper than the optimum position for the gap in the connecting part. After the connection between the blade and the impactor was tightened again, the blade was returned to the optimum position by several millimeter, and the operation was continued after confirming that there was no movement or rattling. The operation time was extended by five (5) to ten (10) minutes. The surgery was completed successfully. Concomitant devices reported: impactor (part number unknown, lot unknown, quantity 1). Guide wire (part number unknown, lot unknown, quantity 1). This report involves one (1) tfna helical blade 85mm sterile. This is report 1 of 1 for (B)(4).